Manufacturer narrative:
Additional information was received that there will be no further course of action taken at this time.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.